Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a device replacement procedure this right atrial (ra) lead could not be removed from the device header. As a result, the insulation on the terminal pin was compromised. Following removal from the device header there were also low pacing impedance measurements of less than 200 ohms through the pacing system analyzer (psa). The ra lead was surgically abandoned. A new ra lead was successfully implanted. No adverse patient effects were reported.